Event description:
Received notice that while she was laying on her pad on the couch her back got burnt.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.